Manufacturer narrative:
Siemens local service in (B)(6) checked the system and found it with the specifications. The service engineer ran an ellipsoid test and the system passed the test. Additional information was submitted to siemens factory experts for further investigation. (B)(6).

Event description:
It was reported that a (B)(6) female patient received an extracorporeal shock wave lithotripsy (eswl) treatment on a lithoskop. The patient received 1391 shocks, at 50 shocks per minute at 12.52 joules. During the procedure a vagus nerve reflection occurred causing a moderate bradycardia. The patient went into the shock state and required medical treatment. The patient was given oxygen, a vasopressor, a cholinolytic drug and was hospitalized for one day. The patient was discharged from the hospital the next day. The reported event occurred in (B)(6).